Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the first information available, this aggregate case described multiple needle sticks while handling the medical device usp twist. The main root cause of the incident was identified as the use error of the operators who used handles from previous version of usp device with usp twist needles from the new device. Hence, the system did not lock as expected leading eventually to needle stick while manipulating. Although there were not enough information to fully comprehend the situation that led to the incident, the causal relationship with the device was assessed as unlikely and more likely due to the use error of the device. This is the second case of device use error with usp twist, but the only case that led to needle stick with potentially contaminated device and the fourth case linked to confusion with the previous version of usp device system. It has been noticed that ultra safety plus twist have been launched during the lockdown and the information might have been not well understood. Ultra safety plus twist is composed with usp twist needles and usp twist handles. These components are not compatibles with the previous version of ultra safety plus. Practitioner has been reminded to use the parts from the same version of the device at the time of the injection and not to mix the different version of the device. Based on the information provided, no CAPA is required.

Event description:
Device use error v24.0 (use of black handles not compatible with usp twist): from to - serious - unknown. Accidental occupational exposure to product v24.0 (several blood exposure accidents ): from to - serious - unknown. Needle stick/puncture v24.0 (several blood exposure accidents ): from to - serious - unknown. Circumstance or information capable of leading to device use error v24.0 (major confusion): from to - not serious - unknown. Exposure to device contaminated with body fluid v24.0 (several blood exposure accidents ): from to - serious - unknown. Spontaneous report, from (B)(6). Local reference: (B)(4). Quality complaint: (B)(4). This initial serious case report was received on 12-may-2021 from officer at the hospital in (B)(6) via our sales representative and additional information received on 17-may-2021 from officer directly by phone. Both reports were processed together. The report described the use error of medical device ultra safety plus twist part a with incompatible handle from ultra safety plus part b sterilisable medical device (black handle), leading to a accidental needle sticks in a group of 10 dentistry students (gender unspecified) after dental anesthesia performed in 2021. It has been mentioned that the packaging of the medical devices (usp twist injection system (twist needle + blue twist handles and usp injection system (usp needle + usp black handle) was very similar and the information of the incompatibility was not sufficient. The removal of old systems from storage has been performed and the problem has been resolved. Sender comment: causality assessment on 24-may-2021 on initial information received on 12-may-2021 and additional information received on 17-may-2021: seriousness: serious. Expectedness: for both product: device use error: unexpected fr/us. Accidental exposure to product : unexpected fr/us. Injury associated with device : unexpected fr/us. Circumstance or information capable of leading to device use error : unexpected fr/us. Exposure to contaminated device: unexpected fr/us. Causality: latency - compatible. Recognized association - no. Analysis - this is the second case of device use error with usp twist, but the only case that led to needle stick with potentially contaminated device and the fourth case linked to confusion with the previous version of usp device system. It has been noticed that ultra safety plus twist have been launched during the lockdown and the information might have been not well understood. Ultra safety plus twist is composed with usp twist needles and usp twist handles. These components are not compatibles with the previous version of ultrasafety plus. Practioner have been reminded to use the entire parts of the devices at the time of the delivery and not to mix the different version of the device. Based on the information provided, no CAPA is required. Although there were not enough information to fully comprehend the situation that led to the incident, the causal relationship with the device was assessed as unlikely and more likely due to the use error of the device. Dechallenge - n/a. Rechallenge - n/a. Concluded causality who: unlikely.

Event description:
#1: device use error v24.0 (use of black handles not compatible with usp twist): from to - serious - unknown. #2: accidental occupational exposure to product v24.0 (several blood exposure accidents ): from to - serious - unknown. #3: needle stick/puncture v24.0 (several blood exposure accidents ): from to - serious - unknown. #4: circumstance or information capable of leading to device use error v24.0 (major confusion): from to - not serious - unknown. #5: exposure to device contaminated with body fluid v24.0 (several blood exposure accidents ): from to - serious - unknown. Spontaneous report, from france. Local reference: #(B)(4). Quality complaint: reference (B)(4). This initial serious case report was received on 12-may-2021 from officer at the hospital in (B)(6) (france) via our sales representative and additional information received on 17-may-2021 from officer directly by phone. Both reports were processed together. The report described the use error of medical device ultra safety plus twist part a with incompatible handle from ultra safety plus part b sterilisable medical device (black handle), leading to a accidental needle sticks in a group of 10 dentistry students (gender unspecified) after dental anesthesia performed in 2021. It has been mentioned that the packaging of the medical devices ( usp twist injection system ( twist needle + blue twist handles and usp injection system ( usp needle + usp black handle ) was very similar and the information of the incompatibility was not sufficient. The removal of old systems from storage has been performed and the problem has been resolved. Sender comment: causality assessment on (B)(6) 2021 on initial information received on 12-may-2021 and additional information received on 17-may-2021: a. Seriousness: serious. B. Expectedness: for both product. Device use error: unexpected fr/us. Accidental exposure to product : unexpected fr/us. Injury associated with device : unexpected fr/us. Circumstance or information capable of leading to device use error : unexpected fr/us. Exposure to contaminated device: unexpected fr/us. C. Causality. A) latency - compatible. B) recognized association - no. C) analysis - this is the second case of device use error with usp twist, but the only case that led to needle stick with potentially contaminated device and the fourth case linked to confusion with the previous version of usp device system. It has been noticed that ultra safety plus twist have been launched during the lockdown and the information might have been not well understood. Ultra safety plus twist is composed with usp twist needles and usp twist handles. These components are not compatibles with the previous version of ultrasafety plus. Practioner have been reminded to use the entire parts of the devices at the time of the delivery and not to mix the different version of the device. Based on the information provided, no CAPA is required. Although there were not enough information to fully comprehend the situation that led to the incident, the causal relationship with the device was assessed as unlikely and more likely due to the use error of the device. D) dechallenge - n/a. E) rechallenge - n/a. Concluded causality who: unlikely. The case was submitted to FDA on 09-jun-2021, however we received an email from FDA on 30-sep-2021, that summary report box was checked and number of events (noe) was identified as >1 which as per FDA is intended to capture reports submitted in summary format (voluntary malfunction summary reporting (vmsr) program). The email mentioned to re-submit the case with corrections.

Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the first information available, this aggregate case described multiple needle sticks while handling the medical device usp twist. The main root cause of the incident was identified as the use error of the operators who used handles from previous version of usp device with usp twist needles from the new device. Hence, the system did not lock as expected leading eventually to needle stick while manipulating. Although there were not enough information to fully comprehend the situation that led to the incident, the causal relationship with the device was assessed as unlikely and more likely due to the use error of the device. This is the second case of device use error with usp twist, but the only case that led to needle stick with potentially contaminated device and the fourth case linked to confusion with the previous version of usp device system. It has been noticed that ultra safety plus twist have been launched during the lockdown and the information might have been not well understood. Ultra safety plus twist is composed with usp twist needles and usp twist handles. These components are not compatibles with the previous version of ultra safety plus. Practitioner has been reminded to use the parts from the same version of the device at the time of the injection and not to mix the different version of the device. Based on the information provided, no CAPA is required. The case was submitted to FDA on 09-jun-2021, however we received an email from FDA on 30-sep-2021, that summary report box was checked and number of events (noe) was identified as >1 which as per FDA is intended to capture reports submitted in summary format (voluntary malfunction summary reporting (vmsr) program). The email mentioned to re-submit the case with corrections.